Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implantation of a transcatheter aortic valve, inside a patient with circular sinotubular junction calcification and an annulus perimeter measurement of 24.3 millimeter's (mm), pre-implant dilatation was performed using a 22mm non-medtronic (osypka) balloon. The valve was positioned at 3mm on the non-coronary cusp (ncc) and left coronary cusp (lcc), and after release, the valve dislodged to the left ventricular outflow tract (lvot). A decision was made to implant a 23mm non-medtronic (sapien 3) valve following the dislodgement. Additional information was received indicating that a post-implant dilation was not performed prior to valve dislodgement and the patient's anatomy did not contribute to the dislodgement. After the valve dislodged, the implant depth was around 15 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). It was also confirmed that a non-medtronic safari sx guidewire was used during the procedure.

Manufacturer narrative:
Additional information: b5 (second paragraph). Corrected information: h6 (listed another ime/annex e code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implantation of a transcatheter aortic valve, inside a patient with circular sinotubular junction calcification and an annulus perimeter measurement of 24.3 millimeter's (mm), pre-implant dilatation was performed using a 22mm non-medtronic balloon. The valve was positioned at 3mm on the non-coronary cusp (ncc) and left coronary cusp (lcc), and after release, the valve dislodged to the left ventricular outflow tract (lvot). A decision was made to implant a 23mm non-medtronic valve following the dislodgement.